Event description:
On (B)(6) 2013, the reporter stated that the nurse experienced significant blood splatter on their person during the normal operation of the device, which broke at the luer connection. The blood splatter hit the nurse on her gloved hands, but also her chest (some made skin contact) and her neck and face. The nurse did not report open sores or cracks in the areas where the blood made contact with unprotected skin. The nurse cleaned and washed the areas where the blood made contact and flushed her eyes immediately, though she was unsure if the blood made contact with her eyes, nose or went in her mouth. The nurse reported to employee health department, where blood work was drawn for tests. She will have her blood drawn again in 6 weeks, 3 months, and 6 months. Additional information received via email on (B)(6) 2013, the reporter stated that the nurse had mucous membrane exposure, specifically to the eyes, nose, and mouth. Per hospital policy, any staff with blood exposure must report to our employee health department nurse did so and had some basic tests run. The nurse's patient was positive for blood-borne pathogen, there was no prophylactic medication for exposure to it, so no medication was given.

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete the information will be sent as supplemental.